Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal - middle left anterior descending artery. This 24mm 2.75 veriflex stent was unable to cross the lesion. The veriflex was removed from the patient and the physician noticed that the distal edge of the stent had lifted up. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).